Manufacturer narrative:
Voco profluorid varnish contains colophony and artificial flavors. Intolerances to these ingredients cannot be ruled out in rare cases. The instructions for use contain appropriate warnings.

Event description:
One patient was treated with voco profluoride varnish. About 1 h after the treatment, the patient complained of swelling in the face, especially in the cheek area, and torn corners of the mouth. The patient refused the offer of treatment at the dentist's office or at her gp's office.